Event description:
It was reported the nasal cannula has a protruding sharp edge that is hurting the pt's face.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.